Event description:
It was reported that the right ventricular (rv) lead was placed in the septum outflow track of the heart causing severe pacemaker syndrome. The physician was limited in being able to reposition the chronic rv lead so he used the chronic rv lead for access and implanted a new rv lead in the apex of the ventricle. The chronic rv lead was extracted and the new lead was left implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. (B)(4).